Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an ultrasoft balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 5mm proximal from the tip. There was a complete separation at 127.3cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon detached. A 6.5mm x 20mm x 153cm ultra-soft sv balloon was selected for procedure in the carotid lesion. During procedure, the carotid wallstent was fully opened with the ultra-soft sv balloon. The balloon was deflated and pulled back. During withdrawal, a portion of the balloon became detached and went upwards to the brain. The detached portion of the device was snared and successfully removed. Due to manipulations to remove the balloon fragment, dissection occurred. A non-boston scientific stent was placed to treat the dissection. The procedure was successfully completed. There were no further patient complications and the patient was fine post-procedure.

Event description:
It was reported that the balloon detached. A 6.5mm x 20mm x 153cm ultra-soft sv balloon was selected for procedure in the carotid lesion. During procedure, the carotid wallstent was fully opened with the ultra-soft sv balloon. The balloon was deflated and pulled back. During withdrawal, a portion of the balloon became detached and went upwards to the brain. The detached portion of the device was snared and successfully removed. Due to manipulations to remove the balloon fragment, dissection occurred. A non-boston scientific stent was placed to treat the dissection. The procedure was successfully completed. There were no further patient complications and the patient was fine post-procedure.